Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor smooth round moderate profile saline breast implant catalog: 3501645 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor smooth round moderate profile saline breast implants experienced right sided deflation post procedure. Patient stated that a child jumped on her causing the right sided deflation. On (B)(6) 2019, the right sided deflation was confirmed by a physician upon an examination. As a result, patient underwent bilateral removal and replacement with a 475cc mentor smooth round high profile memorygel breast implants (r) catalog: 3504754bc lot: 7715624 sn: (B)(4)) catalog: 3504754bc lot: 7719461 sn: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
The investigation of the photo of the device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a deflation and chest injury in the breast implant due child jumped on her. During evaluation of the sample a crease was noted in the posterior view. Within the crease a tear was noted, measuring approximately 0.2 cm . No additional anomalies were observed. It is possible that the cause of the leak happened when the child jumped on the patient's breast, by the other hand the crease failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).